Event description:
An alarm was reported by the customer indicating an occlusion issue with their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed normal ranges. Technical support instructed the customer to perform several troubleshooting steps, including disconnecting and reconnecting the tubing and delivering boluses, which were completed successfully. The customer was advised to replace supplies as necessary and resume insulin use.